Event description:
A malfunction was reported on a pump, but there was no adverse impact on the customer's blood glucose level. The customer did not experience any notable events prior to the malfunction. The pump displayed a malfunction 1 code, which could be reset, but the issue recurred even after a reset attempt. Tandem technical support assisted the caller in resetting the pump and ensured the upload of logs via the t:slim mobile app for further investigation. Ultimately, a replacement pump was sent to the customer, who uses multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The problematic pump was to be returned to tandem with instructions provided by the support team, including putting the pump into storage mode and programming settings into the new pump. There was acknowledgment from the customer regarding the instructions.